Manufacturer narrative:
The insulin pump had no button response due to a flattened down arrow button dome switch. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm while attempting to turn on the back light. Customer reported that buttons were not responding. Customer's blood glucose was 101 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.